Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to patient experienced an increased charging burden. The explanted ipg was not released by the treating facility. Following the replacement procedure, the patient is reported to be satisfied postoperatively.

Manufacturer narrative:
Block b3: the onset date of the charging burden was not provided by the patient; therefore, the timeline has been approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: the onset date of the charging burden was not provided by the patient; therefore, the timeline has been approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to patient experienced an increased charging burden. The explanted ipg was not released by the treating facility. Following the replacement procedure, the patient is reported to be satisfied postoperatively.